Event description:
Plaintiff reports initial bilateral implantation was on 2/21/77 with explant 9/17/93. Plaintiff alleges various illnesses including, but not limited to, atypical connective tissue disease, sjorgen's syndrome, and memory loss.